Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins didn't hold a charge and the patient always had to charge the device. It would go "a little bit dead" and then would go into a "lockdown mode". Patient stated the lockdown mode happened "a hundred times". Patient would then need to see the rep who would reboot the device. Patient believes there's something wrong with the battery, but the rep wouldn't say there was a problem with it and told him to recharge every night like he recharged his cell phone. Patient said he charged while in bed all night long and when he woke up in the morning it would be like 3/4 charged but it would go dead so fast if he didn't charge the next day. Patient stated he gave up on it, his pain was so bad, and needed to get the ins fixed. Patient had not charged the device since (B)(6). Patient was very pleased with his prior ins and stated if this one didn't work he would want it to be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back reiterating that his current ins has kept a charge longer than a couple days since implant, and it was always dead when he went to use it. Pt says the ins charge depleted too rapidly and it took him all night to recharge it. The patient confirmed that he had been charging it to full, but it would deplete to the point of needing a "kickstart" within a couple days. Patient states that he had met with a manufacturing representative (rep) in (B)(6) to have the ins rebooted with a trickle charge to fix this. The patient says he last charged after meeting the rep in (B)(6), but the battery has since died again and he just left it after being frustrated. The patient says he only uses the device as-needed. Patient says the rep tried to turn off all programs except the active program in an effort to conserve battery charge. Patient says the ins is currently dead and will not come on. The patient mentioned that their hcp is no longer working with those devices. The patient was advised to find another managing hcp and continuing troubleshooting to determine the next step. Hcp listings were sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was unhappy about the recharging interval since getting the ins in 2014. The patient was requesting to go back to their previous ins model or similar model because they only had to charge 1/month and now they had to charge at least 1/week. Current models of the ins were reviewed with the rep. The rep stated that surgery was planned for (B)(6) 2018. The rep later called to ask if there were any other options for this patient; it was reviewed that there was not another battery option to provide to the patient that has a larger battery capacity like the patient's pervious ins. The rep later stated that the reason for the ins replacement was because the battery was depleted; current implanted lead and extension compatibility were reviewed with the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the rep indicating that the ins was discarded by the customer. The ins was replaced on (B)(6) 2018. No further information was reported.